Event description:
Ge reported that a customer pulled the bucky tray out to insert a cassette and the tray continued out of the bucky and landed on the staff's foot. Staff stated there was no injury, except foot was sore. It was noted that stamped portion of bucky tray which provides limit for cassette tray was bent, allowing tray to pull out pass limit.

Manufacturer narrative:
Manufacturer cannot confirm an issue with this bucky as the part was not received for evaluation and a serial number was not provided to complete investigation. If new information is received, the complaint can be reopened. Product and/or serial number not made available to manufacturing for investigation.